Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of system revision due to infection, sepsis and erosion. Surgical intervention and intravenous antibiotics were needed to resolve the issue and the product was explanted. No additional adverse patient effects were reported.